Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked because the connector is shorter with fewer threads to attach to. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: DHR: lot was built on afa line 4 on 24oct2018 through 30oct2018 and packaged on lines 11 and 9 on 26oct2018 through 03nov2018 for the quantity of (B)(4). There were no reject activity findings throughout the build of this lot that would impact upon the quality of the product during the build of this lot. All required challenge samples, set-up and in process samples during the build of the catheters was performed per specifications, in accordance with the in-process sampling plans. Received two unused representative 24g bd insyte autoguard units within undamaged sealed packages from two different lots, both of ref. 381412. All components were present and intact. Unit 1 was from lot: 8296916 and had hand writing on the top web (label) of the package `not threading'. Based on the hand written note on the package; this lot was noted to be the reported lot with affected product. The packaging of this product was evidence that this lot was manufactured after the new change (UDI) to the top web (label) and the print were originated. Unit 2 was from lot: 7198530 and had hand writing on the top web (label) of the package `working correctly.' Based on the hand written note on the package; this sample from this lot was noted to have been provided as a comparison sample. The packaging of this product was evidence that this lot had been manufactured before the new change (UDI) was originated for the top web (label) and print. Visual/microscopic examination: units 1 (affected lot) and 2 (comparison lot): there were no visible anomalies damage to the catheter tubing (i.e. Crimps, kinks, holes, splits, or wrinkles) observed. There were no visible anomalies or damage to the nose of the adapter, to the inside and outside of the luer or to the outer threads of the adapter/luer (i.e. Crack, grooves, mis-molds, etc.). Note: there were no findings indicating that the orientation of the adapter was incorrect as stated in the pir. There were not changes made to the actual IV catheter, the change (update) that was originated, was to the top web (label) of the package and the print on the packaging. Water/air leak test: units 1 (affected lot) and 2 (comparison lot): attached the iso standard testing slip luer to the catheter/adapter and performed the leak test. Leakage was not observed from any area of the catheter/adapter. A second leak test was conducted; attached a q-syte to the end of the adapter (luer) and then attached the iso standard testing slip luer to the q-syte and performed the leak test. Once again; leakage was not observed from any area of the catheter/adapter. Conclusion: relationship of device to the reported incident: indeterminate - based on the observations and testing conducted on the returned units; the reported defects of (1) leakage and (2) adapter orientation incorrect, were not identified or confirmed therefore a definite root cause was not established. There was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the alleged defects stated in the pir. The unit from the reported affected lot and the unit from the comparison lot both demonstrated to function properly and shown no anomalies or damage that would indicate any discrepancies between the two units.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked because the connector is shorter with fewer threads to attach to. No serious injury or medical intervention was reported.